Event description:
It was reported that the patient experienced an intracranial hemorrhage and was indefinitely off of anticoagulation. Log files were submitted on (B)(6) 2022 and there were no unusual events recorded in the log file event history.

Manufacturer narrative:
Patient gender and weight requested but not provided. Date of event was estimated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.